Event description:
It was reported that during a surgical procedure at the user facility, the blade fell off the saw and small metal parts fell out of the head of the saw, however, none of the parts entered the surgical site. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences, and no medical intervention were reported.